Event description:
Doctor said a little mash of stent came out from sheath before unlocking. So the delivery sheath with stent can't advanced through sheath.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation there are two complaints related to this device. This file investigates the user error situation whereby the red safety lock was removed before attempted deployment. For details of the second investigation please refer to pr (B)(4). The zib6-40-10-6.0 device of lot number c1360033 involved in this complaint was returned for evaluation without the original packaging. With the information provided, a physical examination and a document based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2018. Complaint is confirmed as the failure was verified in the laboratory. The red safety lock was not returned with the device. Root cause from customer testimony this event occurred during device preparation. According to the information received and the lab evaluation results, the most likely root cause for this complaint is the user error situation of removal of the red safety tab before the device was advanced to the target location. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. IFU review it may be noted that the instructions for use states the following: ¿ensure that the red safety lock is not inadvertently removed until final stent release.¿ document review prior to distribution all zilver 635 devices are subject to visual inspection and functional checks to ensure device integrity . A review of the relevant manufacturing records (B)(4) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1360033. Summary complaint is confirmed as the failure was verified in the laboratory. The stent was found partially deployed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Doctor said a little mash of stent came out from sheath before unlocking .so the delivery sheath with stent can't advanced through sheath.